Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from two different samples collected from the same patient using vitros tsh reagent lot 6860 tested on a vitros xt7600 integrated system when compared to vitros tsh results obtained from the same patient samples tested on two alternate vitros instruments. A definitive cause could not be identified with the information provided; however, an instrument or reagent related performance issue cannot be ruled out as contributing to the event. The lower than expected vitros tsh results were obtained on j76001181. No historic vitros tsh results were provided for the affected instrument, therefore, the performance of vitros tsh reagent lot 6860 could not be verified. In addition, no diagnostic within-run precision testing was performed to assess instrument performance. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh reagent lot 6860. It is unknown if the affected samples were centrifuged in accordance with the sample collection device manufacturer's recommendations and improper pre-analytical sample processing cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from two different samples collected from the same patient using vitros tsh reagent lot 6860 tested on a vitros xt7600 integrated system when compared to vitros tsh results obtained from the same patient samples tested on two alternate vitros instruments. Patient sample 1 vitros tsh result of 6.44 miu/l vs. The expected vitros tsh result of 9.02 miu/l. Patient sample 2 vitros tsh result of 1.58 miu/l vs. The expected vitros tsh result of 5.58 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600951.